Event description:
It was reported to philips that the system crashed and could not boot back up. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was completed by moving patient to another room. The philips remote engineer (rse) confirmed that there was issue in the main admin screen in the control room. The philips field service engineer (fse) went onsite and analysed the system log file. The analysis shows that the interface on the suite pc had crashed. The issue was resolved with a full power off to the wall and restarted the next day. However, there was no replacement performed as the fault had not reoccur after which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.